Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including the device's sync, defibrillation, analyze and ECG functions and stress testing without duplicating an issue. An internal inspection yielded no findings. The device was recertified and returned to the customer. Review of the device activity logs did not show any abnormalities relating to defib capability. The device is charged and a shock is delivered. There was no evidence of the analyze function being utilized. The clinical event data was not available as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device failed to discharge on the "r" wave. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch report number 1220908-2020-00592 for a similar report from the same customer.